Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no images were submitted for review, and the device remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also addresses all pump parameters, including pump flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked" and "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". No further information was provided. The manufacturer is closing the file on this event.

Event description:
The damage did not breach the armor layer of the mod cable, and the eogo was surgically released. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was severely damaged. The healthcare provider was currently investigation extrinsic outflow graft obstruction (eogo) as well. However, due to the current clinical status of the patient, the surgical correction would be moved to a later date. The modular cable would be exchanged when the eogo correction procedure was being performed.